Event description:
It was reported that the bd intima¿-ii y intravascular catheter caused discomfort at the puncture site. The following information was provided by the initial reporter, translated from chinese to english: on march 27, the patient felt discomfort at the puncture site, but did not inform the medical staff. On the morning of (B)(6) the patient complained of local pain, but the nurse found local redness and swelling at the puncture site. The patient complained of pain with nrs score of 2 and local induration, so the superficial vein induration needle was removed. Report to the doctor in charge, apply mupiroxacin ointment locally, ask the patient to keep the local clean and dry, properly raise the affected limb to avoid limb compression.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima¿-ii y intravascular catheter caused discomfort at the puncture site. The following information was provided by the initial reporter, translated from chinese to english: on march 27, the patient felt discomfort at the puncture site, but did not inform the medical staff. On the morning of march 28, the patient complained of local pain, but the nurse found local redness and swelling at the puncture site. The patient complained of pain with nrs score of 2 and local induration, so the superficial vein induration needle was removed. Report to the doctor in charge, apply mupiroxacin ointment locally, ask the patient to keep the local clean and dry, properly raise the affected limb to avoid limb compression.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2290409. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.